Event description:
A customer reported experiencing alarm 2 followed by alarm 26 due to an occlusion event, which had occurred earlier in the day. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer changed the infusion set and cartridge, and resumed insulin delivery to address the occlusion. There was no need for third-party assistance.